Event description:
It was reported that the patient experienced diaphragmatic stimulation when the left ventricular lead dislodged. Repositioning was attempted, but the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 5076-58 lead, implanted (B)(6) 2009; 5076-52 lead, implanted (B)(6) 2009; dtba1d1 ICD implanted (B)(6) 2014. (B)(4).